Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, it was noticed that the device was overheating, and the jaws were getting hot. The device was removed from the leg safely and it was unplugged. After it was unplugged, it was noticed that the plastic coating around the jaw got on fire. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.